Manufacturer narrative:
Imaging evaluation: summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated on (B)(6) 2023. The length from the left renal artery to the proximal circumferential device is ~2.3cm, by outer curve length. Aortic angulation distal to the left renal artery appears to be ~65º. There is tortuosity within the proximal 15mm of abdominal aorta distal to the left renal artery. Aortic diameters range from ~24mm ¿ 31mm within this segment. CPR reconstruction image shows contrast is noted along the outer curve at the level of the proximal implanted device, thereby, confirming a proximal type I endoleak.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2023, the physician reported follow-up imaging for the patient determined a proximal type I endoleak. Treatment plan is to re-intervene and place a 28.5 conformable aortic extender in late april or may. There was no aneurysm enlargement reported and the cause of the endoleak was not determined.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.